Event description:
It was reported that outside of surgery the unit was sent in for annual calibration and maintenance. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. During device evaluation, the unit was found to have low motor speed and was out of calibration.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have low motor speed and was out of calibration. The motor, bearing pack, o-ring, seal, reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.